Event description:
It was reported that during a surgical procedure, the two reloads and two handles were difficult to fire. To resolve the issue, both handle and reload were replaced, and the surgery was completed without any issues after using new products. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed. Medtronic's initial evaluation of the incident device found that there was thick tissue. During the firing cycle, a skip was audible in the firing stroke. Sheared teeth were visible on the firing rack. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing rack.

Manufacturer narrative:
D10 - concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot# n5f1651y), egiaushort, egiaushort endogia ultra univ sht stap, (lot# p5e1119), egia60axt, egia60axt egia60 artic extra thicksulu, (lot# n5f1651y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.